Manufacturer narrative:
No reports of a device malfunction have been received to date. (B)(4).

Event description:
A patient enrolled in an (B)(4) study in (B)(6) experienced the issues noted below. Therakos was notified of this event since the (B)(4) utilizes uvadex and the therakos xts instrument. The awareness date of the event is (B)(6) 2011. Epstein-barr virus associated lymphoproliferative disorder (B)(4) - not recovered/not resolved. This case is a report from a clinical trial entitled: allogenic hematopoietic stem cell transplantation (hsct) from a genoidentical donor after a reduced intensity conditioning transplantation (rict) followed by an early preventative treatment (day 21) with extracorporeal photopheresis after transplantation. (B)(4). Hematological malignance: marginal zone lymphoma. The patient was included in the study on (B)(6) 2011. Investigator's assessment: possibly related to methoxsalen, thymoglobulines and ciclosporin. Not related to busulfan and fludarabine. Sponsor's assessment: possibly related to study drugs and ecp expected. Suspect drugs: methoxsalen, busulfan; daily dose: 5 total, 6.4 mg/kg 2 t- route of administration: intravenous, intravenous; therapy dates: (B)(6) 2011, (B)(6) 2011. The transplantation was carried out on (B)(6) 2011. She was hospitalized on (B)(6) 2011 for painful lymphadenopathy cervical associated to fever, deterioration of general condition, anorexia and asthenia. She underwent a cell punction which showed a majority of lymphocytes. Then, they decided to realize a left cervical lymph node biopsy which confirmed the diagnosis of epstein-barr virus associated lymphoproliferative disorder. The patient is still hospitalized. More information about evolution is awaited. Fu1 received by fax on (B)(6) 2011: the patient received treatment, she had 2 cures of rituximab that led to the decrease of the lymphadenopathy cervical and the improvement of general condition but there was still a submandibular lymphadenopathy. The patient was discharged home on (B)(6) 2011, but she didn't have completely recovered (4 cures of rituximab are planned). Measures taken with regard to imp. All the imp were temporary stopped on (B)(6) 2011.